Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and cleaned the display and unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator had a touch screen blocked alarm. The ventilator was not in use on a patient at the time the malfunction occurred.